Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. E70 alarm on alarm history screen. No unexpected battery out limit noted during our testing. Drive support disk was inspected and no anomaly was noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported that the drive support cap appears normal and the device was not exposed to high magnetic field. The customer didn't report an e70 alarm. Customer reported they are unable to complete the pump rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.